Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced a connection issue and acquired peritonitis. The cause of the peritonitis was reported to be that the pt woke up and realized his transfer set had disconnected from the pt line. The peritonitis was manifested by abdominal pain. The same day, the pt was hospitalized. The pt was told to clamp off and go to the clinic for unspecified antibiotic treatment. The pt was treated with vancomycin and fortaz ip (dose, frequency not reported) for peritonitis. On an unknown date during the hospitalization, the pt discontinued pd therapy and began hemodialysis. At the time of this report, the pt was recovering from the peritonitis event. Additional information was requested but is not available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. Same pt as (B)(4).

Manufacturer narrative:
(B)(4). It was reported a patient experienced epileptic seizures during hospitalization (unreported date). Treatment for epileptic seizure was not reported. At the time of this report the patient remained hospitalized and was recovering from the epileptic seizure event. Should additional relevant information become available a supplemental report will be submitted.